Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The service agent will replace the power supply assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that the customer's device will not power on when prompted.  There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue.  The service agent will replace the power supply assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.  The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. New information for supplemental medwatch report: it was later confirmed that the third party service agent replaced the device's power module to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.